Manufacturer narrative:
Information about the reason for explant and information about the returned of the device is not yet available. Manufacturer is reporting in a conservative manner.

Event description:
Manufacturer received a patient tracking form on oct 17, 2016 with information that a patient who was implanted with mitroflow lxa valve in (B)(6) 2012 got implanted with mechanical valve at same aortic position, at same hospital. Details received on the patient tracking form are as follows: date of implant: device model: sn: 1st implant: (B)(6) 2012, lxa19, (B)(4); 2nd implant: (B)(6) 2016, r5-019, (B)(4).

Manufacturer narrative:
The mitroflow bioprosthetic pericardial heart valve, model lxa19, s/n (B)(4), the partial DHR package review results are within specifications. Attempts were made for more information on the reason for explant, however, no more details were provided.